Manufacturer narrative:
The following fields were updated due to additional information: d4: catalog # 2420-0007 d4: UDI # (B)(4). D10: device available for evaluation? Yes. D10: returned to manufacturer on: (B)(6)2020 g5: PMA / 510(k)# k944320 h6: investigation summary one sample was recieved by customer. A visual inspection was performed on the sample and noticed that one of the ring retainers was missing (part number: 80000/cs 601316-00). One picture was attached to show the missing component. The customer complaint that the alaris tubing had bubbles by the clamp inside the door was confirmed. The root cause was misassembly caused by the manufacturer. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that one unspecified intravascular administration set clogged and experienced tubing bulge during use. The following was reported by the initial reporter: "it was reported that there were two instances in which the alaris tubing had bubbles by the clamp inside the door. Verbatim: they work in the ICU & we have had 2 instances when the alaris tubing had bubbles by the clamp inside the door. Really odd & we are trying to track down the lot numbers of the tubing.".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that one unspecified intravascular administration set clogged and experienced tubing bulge during use. The following was reported by the initial reporter: "it was reported that there were two instances in which the alaris tubing had bubbles by the clamp inside the door. Verbatim: they work in the ICU & we have had 2 instances when the alaris tubing had bubbles by the clamp inside the door. Really odd & we are trying to track down the lot numbers of the tubing."